Manufacturer narrative:
The customer's test strips were returned. Upon visual inspection, the test strips and vial showed no defects. The returned test strips were measured on reference meters with a high-level control sample (reference range 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to a laboratory result using the stago neoplastin ci plus method. The result from the meter was 4.1 inr. The laboratory result was 3.1 inr. The time between the meter result and the laboratory result was less than 3 hours. The customer stated that two different meters were used and compared to the laboratory method, but only the result from 1 meter was provided. The patient's therapeutic range is 2.5 -3.5 inr. The result in question was reported to the patient's cardiologist. There was no allegation of an adverse event. The customer's test strips were requested for further investigation.